Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported during a procedure with the incore lapidus system on (B)(6) 2020 the medial screw went in without any issues, but the lateral screw would not engage with the post. The surgeon redrilled the hole and still was not able to get the lateral screw to engage with the post. The surgeon then attempted to use a shorter screw and that screw did not engage the post either. The post and medial screw remain implanted in the patient. No patient complications reported.